Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a laparoscopic sleeve gastrectomy procedure, there was a complication of a leak. Reoperation was done to correct the issue.